Manufacturer narrative:
The insulin had constant motor error alarms during rewind process due to motor encoder signal out of phase. Displacement test was not performed due to constant motor error alarms. The insulin pump had minor scratches on the display, cracked case at display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and broken reservoir tub lip.

Event description:
Customer reported via phone, the insulin pump alarmed motor error. Customer's blood glucose was 223 mg/dl. Troubleshooting was performed. The device was exposed to an MRI. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device.